Event description:
It was reported that this inflatable penile prosthesis (ipp) presented delayed inflation when pumping, and poor pump refill rate, it was reported that the tubing was kinked. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).